Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1a401, implanted: (B)(6) 2017, product type: lead.

Event description:
The patient was implanted on thursday. The same day she noticed that there was a wire hanging out. She said 'that was what it felt like'. It was caught on her underwear and everything. Patient services asked if it was physically hanging out and she stated there was something sticking out. She felt it with her fingers. Patient services asked if it went through the skin. Patient stated no, it was in between her cheeks, it was where the wire was during the trial. Patient's sister got on the phone and said the wire were where they put it during the trial was sticking out. The change in therapy/symptoms reported as sudden. Patient called a week later indicating that she had pressed the stim off button by accident but was successful to turn stim back on. Patient was also unsure if she had accidentally pushed a button and changed her programs or not. Patient said she had gone in to see healthcare provider (hcp) last week about the issue reported above and he told her, if it was a stitch, it would disappear, if it was a wire it would not and if so, she should go back to see the hcp. Patient also reported having redness and swelling. The patient device was checked using a programmer and patient was on program 3 at 2.8 and stimulation. The patient will call the hcp to ask what program she should be on. The patient called a day later after she followed up with hcp and was advised to contact representative for programs setting. Patient then noted that this was very upsetting as she just got this put in and not getting any help with it. The patient later called about a week later stated that she was not sure what program she was on before and has not been given instruction by the hcp to change programs, only to adjust stimulation. Patient mentioned she was currently on program 3. Patient stated she was having problems with the "implant or feeling". Patient stated she felt like the implant was uncomfortable and she tried to turn it down and was playing with the numbers. Patient stated "each day it can get stronger or she had to back it down". Patient asked where she should be feeling the stim. The patient indicators for use were fecal incontinence and gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.